Event description:
Patient reported right side 'rupture' of a saline device. Healthcare professional confirmed deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as unidentified (tear)opening. Broken device observed assessed as surgical damage. Delamination observed assessed as adhesive failure. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side 'rupture' of a saline device. Healthcare professional confirmed deflation. The device has been explanted and replaced.